Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in an unknown endovascular procedure on an unknown date. It was reported that during the index procedure a ia endoleak was present. A endurant aortic cuff etcf2828c49ej was intended to be I mplanted as treatment. The aortic cuff was inserted via the right femoral artery but the blood vessel diameter seemed small and there was calcification noted. The delivery system was attempted to be delivered repeatedly but resistance was felt so its use was abandoned. Touch up was performed again but the endoleak still remained slightly. As per the physician the cause of the event was patient vessel morphology and noted the access route was difficult. No additional clinical sequalae were provided the patient will be monitored.